Event description:
It was reported that procedure was performed to treat a lesion in the anterior descending coronary artery. When using the bmw universal ii guide wire, the guide wire became stuck with the nc trek balloon catheter. After several unsuccessful attempts to remove the guide wire, the balloon catheter and guide wire had to be removed as one unit. The procedure resumed successfully with a non-abbott guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported complaint could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event estimated as (B)(6) 2024. D4: the UDI number is not known as the part and lot number were not provided.